Event description:
It was reported that due to an unrelated surgical procedure on (B)(6) 2024 wherein, the ipg was not placed into surgery mode, the patient's ipg is no longer able to communicate with external devices. As a result, a manufacturer representative was able to troubleshoot the ipg and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.